Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4): the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, there was blood in/on the helix mechanism and there was apparent explant damage. (B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the inner tubing was torn, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the patient experienced chronic pain at the site of implant. The physician and patient decided to remove the entire pacemaker system. An implantable diagnostic monitor was implanted. No further patient complications have been reported as a result of this event.